Event description:
During a laparoscopic cholecystectomy procedure, the sensing tip trocar and obturator allegedly failed to retract. The pt didn't suffer any consequence due to the alleged problem.

Manufacturer narrative:
The summaries are the final results of this investigation. This follow-up covers both of the devices allegedly reported to have malfunctioned. Observation on failure: customer has claimed that the tip did not retract in the returned unit. The returned product could not be duplicated for the failure after more than 50 cycles while inserting through "pink foam" used to simulate usage conditions. The bond between the latch and the seal tube was cracked. Although the bond was cracked, the unit still functioned properly without any problem. Cause of failure: the cause of the alleged failure cannot be determined from the returned product. The product worked as expected. Long term corrective action: no action can be taken at this time. The failure cannot be duplicated.